Event description:
Last donation on may 16, previous donations on may 12 and may 7. Since may 18, an induration at the puncture site and a non-itching allergic rash on the left forearm have been observed. No known allergies. Apart from the rash, the donor is subjectively asymptomatic. The last puncture on may 7 was performed using nipro needles. The donor always donates on the left side, most recently on may 16, previously on may 12 and may 7. Since may 18, there has been an induration at the puncture site and a non-itching allergic rash on the left forearm. No known allergies; apart from the rash, the donor reports no subjective complaints. The donor has been deferred until full recovery. No medical treatment has taken place to date.